Event description:
It was reported that the sheath was too soft to insert. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact root cause could not be determined. One 5 fr microintroducer was returned for evaluation. An initial visual observation revealed some biological residue on the sample. The dilator was observed to be slightly curved near the tip. The sheath tip was observed to be damaged. A microscopic observation revealed plastic deformation as well as biological residue at the sheath tip. Buckling of the sheath material was observed just proximal to its tip, which appeared to be somewhat blunted. Due to the significant deformation of the sheath tip and the presence of use residue, it was not possible to determine whether the observed damage existed prior to or during use of the device. Therefore, the root cause of the damage is unknown. This complaint will be recorded for future trending and monitoring purposes.